Manufacturer narrative:
The device was received for evaluation. During functional testing, the device failed downstream occlusion test. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion testing. The event occurred during preventative maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.